Event description:
It was reported that a pump was alarming for upstream occlusions, when no occlusions were present. There was no pt incident.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation is complete a supplemental report will be submitted.